Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 456 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was not delivered insulin from their pump. The customer allowed her boyfriend to speak on her behalf. The customer did not contact their health care provider, but was treated with 7 units of insulin. The customer did not want to trouble shoot any further after a fixed 5 unit prime. The customer was advised to look for online sources for any additional help. No further information was provided.